Event description:
It was reported that the pt had high impedance and was scheduled to have a full revision surgery. X-rays were taken and reviewed by the physician which revealed no anomalies. X-rays were not sent to the manufacturer for review. Pt underwent revision surgery on (B)(6) 2010. Explanted products were returned to the manufacturer, but analysis is pending. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
(B)(4). Nonconforming cartridge weld the analysis results showed that one device was returned with the nose open as the nose weld was noted to be insufficient, not allowing the staples to properly advance, resulting in the device not working properly. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device would not fire on the drape. When the device finally fired, the staples were not closed. Another device was used to complete the case. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.